Event description:
It was reported that after the patient experienced several ventricular arrhythmias that required several external defibrillations. After the episode, the neurostimulator was interrogated and no anomalies were seen. A few days later, the physician implanted a cardiac defibrillator (ICD) system (another manufacturer's) on the patient's right, contralateral to the neurostimulator device. Subsequently, tests were performed (not specified) to determine "sensing interferences" between the 2 devices with the results that no "artifacts were seen". The patient was discharged after a few days. On (B)(6) 2011, the patient died at home. The cause of death was not known but the patient did complain of a headache. It was noted that they had been on acetylsalicylic acid 100 mg/pill. No autopsy was performed at the request of the family. It was unclear to the physician involved if there was a relationship between the device and the death. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).